Manufacturer narrative:
The device is available for evaluation; however, has not yet been received. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a nuitiv¿ connector where it was reported the clave came apart in 3 while screwing on a 3way cock on the patient. It was screwed on the 3 way tap and it was removed at 9:00 pm for the change. As the nurse unscrewed the clave it fell apart into three. The two plastic parts separated and the purple tube inside fell out. The status of the product at time of event was during preparation, during infusion. All pieces are intact, came apart into each separate component. There was patient involvement, and no patient harm noted.

Manufacturer narrative:
The reported complaint of the sample coming apart could be confirmed from the photos provided. However, without the return of the sample a comprehensive review cannot be performed, and a probable cause is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Updated information in d9.